Event description:
Disposable device, vessel sealer - extended, intermittently cut and seal vs continuous as designed. Medical device rep present during case. Case able to be completed by utilizing new device. No harm to patient. FDA safety report ID # (B)(4).